Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.¿

Event description:
The customer reported via phone call that they experienced high blood glucose over 515 mg/dl. The customer also reported their blood glucose slowly declined to 56 mg/dl. Troubleshooting was not performed for the customer's high blood glucose. The customer also reported several sensor alarms. The customer was advised of the proper techniques for sensor insertion. The customer will not be returning the insulin pump for analysis.